Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 388 mg/dl, nausea, and vomiting. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 4-5 hours later with the issue resolved and permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.